Event description:
The customer reported the ats froze and unexpectedly lost monitoring of the patients. There was no form of alternate monitoring available, and the four patients were left unmonitored for four hours. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.